Manufacturer narrative:
A manufacturing investigation was performed for the subject device. The review, according the material and manufacturing documents, has shown that the present reamer/irrigator/aspirator (ria) drive shaft meets all the requirements and the ao / asif corresponding specifications. The exact reason for the complained event cannot be determined based on the information received by the reporter. A review of the operation technique guide, states that for the bone graft a drill head should be selected which is 1.0 mm to 1.5 mm larger than the diameter of the medullar canal in the isthmus. Therefore, it can only be assumed that the event was caused by a mechanical overload. The overload has exceeded the load limit of the material, which finally led to material failure. The fracture surface is homogeneous, indicating proper material quality. No product fault was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: the tip of reamer/irrigator/aspirator (ria) driver shaft broke intraoperatively. There was a surgical delay of 15 minutes due to the reported event. There was no reported patient harm. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was performed and revealed there were no issues during the manufacture of the subject device lot that would contribute to the complaint event. There were no non-conformances reported for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.